Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 425cc mentor memorygel breast implant, catalog # 3504251bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was confirmed through an examination with a physician. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 12/3/2019. Additional information was received on 12/5/2019. When the device was explanted, bilateral prosthesis replacement was performed. On 12/16/2019 the impacted product was revealed based on the devices received, and a database search. The impacted product was a 425cc mentor memorygel breast implant. This was the device that was original thought to be concomitant. Section d has been updated with all new information. Concomitant product: mentor memorygel breast implant, catalog #3504001bc, serial # (B)(4). The investigation of the returned device was completed by the failure analysis lab on 12/24/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During visual evaluation of the device it was observed to be ruptured. It was received incomplete, additionally within the rupture a crease was noted. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).